Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the psi value was not accurate. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. During inspection, the unit passed visual inspection eeprom verification. During functional testing, the unit failed continuity testing due to an open circuit across r1, r2, l1, l2, cb and CT electrodes. No further testing could be performed as the sensor was returned used., corrected data: model# was updated from "4248" to "4248-9".

Event description:
The customer reported the psi value was not accurate. No patient impact or consequences were reported.